Event description:
It was reported that bd the following information was provided by the initial reporter: the needle would not retract when button was pressed.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract could not be confirmed from the representative 20ga insyte autoguard units that were received in sealed packaging from lot: 4198873. A functional test showed that the needle fully retracted when each tested safety mechanism was activated. No damage or defects associated with the manufacturing process were noted on the complaint samples. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.